Event description:
It was reported that a female patient underwent breast surgery with 600cc mentor memorygel breast implants. Post-operatively, the patient experienced unspecified generalized illness. As a result, the patient consulted with a medical professional and underwent removal on (B)(6) 2022. While valid, the lot/serial numbers provided by the customer do not correspond to the same type/size of device reported by the customer. Multiple follow up attempts were conducted to try and resolve the discrepancy, but no response was received. This event will be reported with the information provided by the customer, but should any additional clarification be received in the future, a supplemental report will be sent. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-10378 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 05, 2022, mentor received additional information. The date of the event was july 01, 2022. The patient was 44 years old at the time of the event. The patient was identified as caucasian and not hispanic/latino. Mentor received additional information regarding the lot and serial number of the right device. As such, the lot number and serial number have been updated. Lot number: 7000493 serial number: (B)(6) a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).